Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported their ins was not working properly. Patient stated that their ins was turning off automatically and that the battery life no longer lasted a full day, whereas it previously lasted more than two days. Patient confirmed the ins was fully charged when the issue occurred and stated they had been experiencing this problem since last year. Agent reviewed the information, provided the nas number, and redirected the patient to their hcp for further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.